Event description:
The user is questioning the "no shock advised" notification given by the device during deployment.

Manufacturer narrative:
(B)(4). Product eval pending for pt use event. Device MFR date: unk at this time.